Event description:
The complainant reported a 66-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient developed a hematoma at the access site due to a snag. The medical staff administered two units of packed red blood cells to the patient. The patient remained stable until being weaned off impella support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The impella was returned for evaluation. Upon visual inspection, no abnormalities were found. Clinical details were insufficient to determine the root cause. Therefore, the root cause of the access site bleed could not be determined. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925.